Event description:
A company representative reported that the tip of an avs pl spacer inserter straight fractured intra-operatively in a cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.